Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Product, in an as received condition, did not meet specification. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product problem has caused tissue damage in the past and therefore is likely to cause or contribute serious injury if this event were to recur. There was surgical / medical intervention in the form of retrieving the tip of the blade from the surgical site. This report is being filed as a product problem with adverse event / intervention to preclude serious injury. (B)(4).

Event description:
Description of the original complaint: "piece of metal broke off of the blade during surgery. No patient impact." Relevant events and information obtained for the reported incident: just prior to the incident the patient was draped for sinus surgery. The user facility stated "the shaver was inserted and turned on for a second or two, the doctor saw metal piece that was shaved off in patients nose." Subsequent actions pertinent to this event: the piece was easily removed from the surgical site, a new blade was opened and the procedure was completed without significant delay or additional follow-up care required as a result of this event. The evaluation of the returned device showed all portions of the blade were received. No damage was found on the cutting teeth. The inside of the outer tube had a portion missing from the surface, .061 inch from the tip to the center of the void. The portion that became detached matched the portion missing from the inside of the outer tube. The piece measured .147 x .095 x .028 inch and was in the shape of a "c". IFU statements include, but are not limited to: discontinue powered application in the event of lack of visualization of the surgical site.